Event description:
This MDR covers the mitral valve in a double implant patient where both valves had an issue. The patient was known to be noncompliant to anticoagulation therapy for one month. Screening indicated evidence of a stuck leaflet requiring emergent mitral valve replacement. Intraoperatively, thrombus was found to be completely obstructing mitral valve. Thrombus was removed in one piece with no residual clot in or around either of the valve and no encumbrance to leaflet motion after thrombus removal. The valve was in good working order and left in the patient. The valve was rotated from anatomical to anti-anatomical position to better visualize the valve and hinge mechanisms and both leaflets moved freely and unobstructed after clot removal. Patient recovered.

Manufacturer narrative:
The device was evaluated by the surgeon intraoperatively, by visual inspection and corrections made. No follow-up report is expected to be required.